Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male patient's batteries were not charging. The patient was issued a replacement battery charger and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not hold charge) has been confirmed. Upon receipt, the battery pack was nonfunctional in a test monitor and a test charger. Upon investigation, the cells were leaking inside of the battery pack, damaging the pca. The cause for the inability to hold charge was the leaking cells. The root cause for the leaking cells cannot be positively determined. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation, the battery charger was unable to charge a battery pack. The cause for the failure was isolated to contamination on the battery pack connector and 16-bit cmos microcontroller u13. The root cause for the contamination was ingress on an unknown liquid likely from the leaking battery pack cells. No adverse event resulted from the leaking cells and the contaminated battery charger. The patient received a replacement battery charger and battery pack. Device manufacture date: sn (B)(4): 03/2009.